Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with generator with version 4.0.0 + 4.1.0. The customer states that the rfg energized the catheter without any input from the operator. This occurred during the procedure, with the closurefast catheter inserted into the pt's leg. The pt's leg was prepped for the procedure. There was no harm to the pt or medical intervention required.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.